Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.   Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
(B)(4). Reason for original complaint - asr revision; asr xl acetabular system - left hip; reason(s) for revision: unknown. Update received (B)(4) 2013. Revision date amended. Update - reason for revision added and amended revision date taken from claimsuite dated (B)(4) 2013. Reason(s) for revision: component loosening (fem head loosened). Update received (B)(4) 2013. Correct information received (B)(4) 2013. Acetabular product rejected. Revision date amended. This is the first part of a two stage revision. Cup left in situ. (B)(4). Update: (B)(4) 2015. Added cup and sleeve details, added dummy stem and queried stem details, added manufacture and expiry dates for femoral head, updated file handler details, taken from claimsuite update (B)(4) 2015. ((B)(4)).